Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel reports that the patient was revised on (B)(6) 2014 due to patient allegations of pain, fluid, a pseudotumor, synovitis and soft tissue overgrowth. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions¿. Number 14 states, ¿postoperative pain¿. The following sections could not be completed with the limited information provided. Initial reporter name, address, phone - unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.